Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported hypoxic neurological injury and patient outcome, and heartmate (hm) 3 left ventricular assist system, serial number (B)(4), could not be conclusively established through this evaluation. The account reported that the patient had expired due to hypoxic neurological injury on(B)(6) 2021. The account communicated that the outcome was not device-related, and that the device will not be returned for evaluation. The account noted that the device operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists neurologic dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricle assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to hypoxic neurological injury. It was reported the outcome was not device related. The device was not returned.